Manufacturer narrative:
Device was used for treatment, not diagnosis. Device manufacture date: the device manufacture date was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgical impactor device was running slow and the insides of the device was making sounds. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: please note that the date of manufacture (dom) was reported as unknown in the initial med watch report. Upon further investigation the dom (july 27, 2018) has been obtained and entered in this supplemental medwatch report. Device evaluation: the actual device was returned for evaluation. The impactor device was evaluated and the reported condition that the surgical impactor device was running slow and the insides of the device was making sounds was confirmed. An assessment was performed and it was determined that the anvil was extended and would not contract. Noise was not noted during evaluation. It was noted that the device had internal pressure built up, most likely caused from a seal break, and the impactor had a damaged terminal caused by improper sliding of the battery into the device. It was determined that the cause of the seal break was due to a manufacturing issue. It was further determined that the root cause of the damaged terminals was due to user error, improper battery installation. A review of the device history record was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI - (B)(4).